Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with pause episodes on their implantable cardiac monitor. The episodes were determined to be caused by undersending. Reprogramming was recommended but not performed.